Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
On may 17, 2021, olympus medical systems corp. (Omsc) received the literature titled "management of benign tracheal stenosis by small-diameter tube-assisted bronchoscopic balloon dilatation". This study was conducted on bronchoscopic balloon dilatation for 26 patients from june 2011 to november 2014. All 26 patients aged 16-84 years were diagnosed with tracheobronchial obstruction. In the literature, it was reported mild chest pain, mild tracheal bleeding, mild pneumomediastinum due to superficial tracheal laceration, respiratory tract infection, convulsions, and arrhythmia. The chest pain, tracheal bleeding, and pneumomediastinum were mild. The convulsions and arrhythmia were resolved after the procedure. Whereas, respiratory tract infection occurred in 17 patients after the procedures and required antibiotic treatment. Therefore, omsc assumes that 17 patients of suffered from respiratory tract infection were adverse events to submit due to prolonged hospitalization required antibiotic treatment. Based on the available information, specific information on the subject device and the patients were not provided. There is no description of the device's malfunction. Therefore, omsc will submit 17 medical device reports (MDR) of the subject device for the respiratory tract infection need for prolonged hospitalization required antibiotic treatment. This report is 12 of 17 reports for respiratory tract infection.